Event description:
During an atrial fibrillation (afib) procedure, it was reported there were no intracardiac ECG signal with this catheter on the carto 3 system and the ep recording systems. Issue was resolved after the catheter was replaced. The procedure was completed without any patient consequences. Additional information provided stated the signal loss occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal loss occurred on both carto and the recording system at the same time.

Manufacturer narrative:
(B)(4).